Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. Upon visual inspection, it was observed that the luer was broken which could have been caused by the tubing being difficult to separate; therefore, the incident could be verified. A device history record review for model 2426-0007, lot number 20026608 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jan2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Though the incident could be verified based on the photos, due to no sample being received an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: three photos verified the incident but due to no samples being received an investigation could not be performed and a root cause could not be determined. Root cause description: though the incident could be verified based on the photos, due to no sample being received an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the pca set y conn check vlv 90 inch experienced component separation and device damage/deformation. The following information was provided by the initial reporter: what was the date of the event? (B)(6) 2020. What was the medication that was in use at the time of event? Hydromorphone pca . Can you describe the tubing set-up? Pca tubing with primary tubing y site @ luerlock closest to piv (closest to patient). Curos caps on all other luerlocks. Were alcohol disinfecting caps used on either the product or the mating component? Yes. If alcohol disinfecting caps were used on tubing set, was the alcohol allowed to dry before connecting the mating component? N/a. If alcohol disinfecting caps were used on mating component, was the alcohol allowed to dry before connecting the tubing set? Yes. How long were the tubing set and the mating component connected? Roughly 12 hours; the pca pump was ordered and started on the previous shift. Pca tubing and primary tubing were stuck together and unable to be pulled apart. Tip of primary tubing broke off in connecting portion of pca tubing. The primary tubing becoming stuck in the pca connecting tubing is a common problem. It takes a lot of effort to disconnect them from one another. It was removed from the patient when attempting to disconnect so it did not cause the patient any harm.